Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as in ingrown hair irritated at the band of the garment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an antibiotic for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.